Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the traces and cables were damaged on the front and rear response buttons. The cause of the inability to activate the monitor is the damaged traces and cables. The root cause of the damaged traces and cables cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.